Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm which occurred on the homechoice (hc) during use, during dwell 5 of 5. The home patient (hp) was connected. The baxter technical service representative (tsr) cleared and explained the alarms. The caller would discard the supplies and finish with manuals. There was one supply bag and it was sucked dry. The caller would call the registered nurse (rn) per the air detect alarm and being connected. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. The hp discarded the supplies and would use new supplies to complete therapy. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.